Event description:
A stayfuse device (model number not available) was implanted in the right second metatarsal phalangeal joint by d.p.m. In 2007, at hospital. Subsequently, it became disengaged and the fusion became displaced. From the operative report for 2007, by ne d.p.m.: "....the previous stayfuse device was completely engaged. It was first checked and then tried to re-engage.....the decision was to remove the stayfuse device and place a brand new stayfuse device and see if that would function properly........upon gentle pulling of the distal end of the toe, the stayfuse device again came apart. The decision was made at this time to remove the stayfuse device......and a .062" k-wire was retrograded out the distal aspect of the second toe and back into the base of the proximal phalanx."